Event description:
Reportedly, the instrument's jaws could not be opened after firing onto the tissue. Therefore, another instrument and sulu was used to transect the tissue around the instrument locked on tissue to free it and complete the case without incident. Procedure: esophagus. Pt status: no pt injury reported. Note: upon re-revaluation it was determined that this event is MDR reportable.